Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the diagnosis and indication for the index surgical procedure? Please provide patient demographic info: age, weight, bmi at the time of index procedure. What is the patient¿s current status? Can you confirm the exact lot # from the six possible lots provided? Please provide the product return date and tracking information. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that a patient underwent a gynecological emergency procedure (ovarian cystectomy, abscess drainage, salpingo-oophorectomy) on (B)(6) 2016 and a subcutaneous drain was placed. The drain was torn and left in the patient's body when it was removed in the ICU on (B)(6) 2016. The size of the transverse incision on the skin was approximately 14cm. Since the subcutaneous fat was so thick, relaxation suturing was done to the upper subcutaneous layer just above the drain during the index procedure. On (B)(6) 2016, the broken piece of the drain tube was successfully retrieved during the removal re-operation under general anesthesia. The doctor commented that the drain was not removed with applying an extra force. The patient experienced pain when the drain was removed. The doctor opines that there was a possibility that the drain might have been caught on the suture from the upper subcutaneous layer. The doctor also opines that this event occurred because the drain had to be kept bent due to the thick subcutaneous fat during the index procedure. The patient is currently hospitalized and has been monitored for an extended period.

Manufacturer narrative:
Corrected: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1562259, j1563683, j1557686, j1562258, and j1562260 additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1562259; quantity 2,400; mfg date 2015-12; expiration date 2020-12. Batch # j1563683; quantity 4,800; mfg date 2015-12; expiration date 2020-12. Batch # j1557686; quantity 3,590; mfg date 2015-11; expiration date 2020-11. Batch # j1562258; quantity 4,800; mfg date 2015-11; expiration date 2020-11. Batch # j1562260; quantity 4,800; mfg date 2015-12; expiration date 2020-12. Additional information was requested and the following was obtained: what was the diagnosis and indication for the index surgical procedure? Ovarian cystoma. Please provide patient demographic info: age, weight, bmi at the time of index procedure. No information about pt¿s age,wt,bmi. What is the patient¿s current status? Stable. Prolong hospitalization. Can you confirm the exact lot # from the six possible lots provided? No, we cannot confirm it. Please provide the product return date and tracking information. Not available at this time.

Manufacturer narrative:
Received a piece of drain. One end of it is very indented, which is usual look for breakage following some mechanical damage as nick. The drain apparently broke following some damage during the surgery.